Event description:
It was further reported by the patient that the lead "was hitting the diaphragm and causing hiccups" and after the replacement procedure the patient developed and infection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's spouse indicated that the patient would be undergoing a lead revision. It was further reported that the left ventricular (lv) lead had dislodged. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead - (B)(6) 2013; 5076 implantable pacing lead - (B)(6) 2013. (B)(4).